Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Logs also had no errors. The system was found to function as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the radiological technologist booted up the imaging system, the mobile view station (mvs) stated "no input detected" and the monitor was losing the patient information screen, and the image acquisition station (ias) stated "not connected." After 3 reboots, the issue was resolved and the system was able to be used for an upcoming case. There was no patient involved at the time of the reported event.